Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. It was reported that the site was not using a recommended registration technique. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess) using a transsphenoidal trajectory. A 5mm imprecision was observed after registration. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.